Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The patient stated they required unspecified medical intervention in the past due to unspecified sensor issues, but could not provide any further information such as the failure modes, any error messages, symptoms, or treatment details. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.